Event description:
It was reported that the battery gauge was stuck. Ultimately, the gauge reflected a full charge on the pump. There was no reported adverse impact to the customer's blood glucose level.